Event description:
The customer used the device to check their blood glucose and obtained a result of 140 mg/dl. Customer took 20u of n70/30 insulin and was waiting thirty minutes to eat. Customer passed out and their family member found customer three hours later. 911 was called and the emts revived customer by unk means. Customer doses customer's own insulin due to erratic glucose and now only takes oral meds after losing 30 pounds. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.